Event description:
It was reported that the patient had continued seizures following their generator replacement surgery and that the patient has a history of having seizures after surgeries. No other relevant information has been received to date.